Event description:
A problem was reported with the tandem mobi pump, as the battery would not charge. There was no adverse impact on the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.